Event description:
The angioguard's deployment and the precise stent placement were successful. When the physician captured the filter basket into the capture sheath, he thought that the filter basket was not closed enough. However, the angioguard was removed out of the pt's body without any problem. After removal, the physician checked the filter basket and it was damaged. There was no adverse consequence to the pt. The target lesion was internal carotid artery. There was moderate vessel calcification and tortuosity.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within 30 days upon receipt.